Event description:
It was reported that a patient underwent a superficial tumor resection procedure on (B)(6) 2026 and suture was used. During the procedure, the patient came to the hospital for treatment and was diagnosed with a "skin mass" and underwent surgery. After removing the tumor, the doctor sutured the skin. When sewing the second stitch, when the needle passed through the skin and pulled the needle normally, the problem of pulling off suture needle happened, which made it unusable. Stopped using it immediately and replaced it with a new suture of the same origin, batch number and model. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there any patient consequences? Please refer to the event description, other information requested is unknown. Lease perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. No device can be returned currently. H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a winding former labeled vcp303 product code with a dispensed suture; the needle is not visible in the image. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications.